Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) states in the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
Discordant advia centaur xp (B)(6) results were obtained for samples from two patients during a correlation study. The results were reactive and discordant with the advia centaur xp anti-hbs assay. Repeat testing was performed and only one patient sample was found discordant. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.